Event description:
It was reported that during a da vinci-assisted single anastomosis duodenal-ileal bypass with sleeve procedure, tissue was pushed forward, and bleeding occurred after firing a sureform 60 stapler instrument equipped with a sureform 60 blue reload. No system errors or messages were generated at the time of the incident. The stapler instrument was subsequently removed, and an attempt was made to insert a new stapler reload onto the stapler instrument; however, the stapler reload could not be attached. The bleeding from the stomach tissue was resolved by opening and using both a new sureform 60 stapler instrument and a new stapler reload, resulting in only a minor procedural delay. The procedure was successfully completed robotically without further complications, and the patient has since been discharged and was doing well. The clinical sales representative suggested that the event may have been related to the blue stapler reload and the tissue being transected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument (lot number: k18250802-0006), was used first, and was installed on the system five times and fired five blue stapler reloads. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. Approximately one minute after the final unclamp, the grip release tool was detected on the instrument, represented by an error code. The stapler instrument was then force expired by the system, represented by two different error codes in the logs. It appears the user may have tried to install the instrument two additional times; however, it could not be used due to the force expirations. The additional installs are represented by two additional instances of an error code. Next, logs sureform 60 stapler instrument (lot number: k18250802-0007), was installed on the system three times and successfully fired three stapler reloads (1 blue, 1 white, 1 blue, in that order). There were no additional stapler related errors in the logs. A review of an image provided by the customer shows a sureform 60 instrument equipped with a blue stapler reload, firing across the stomach. When the surgeon goes to fire the stapler instrument, there is a tissue pushout event. A tissue pushout can occur when there are obstructions in front of the knife, which can result from insufficient cleaning after previous fires, or from crossing an existing staple line. The sureform user manual contains warnings in regard to both of these, as well as instructions for proper stapler cleaning. The user manual also has warnings, regarding selecting the appropriate stapler reload for the tissue being fired on, as a stapler reload size with a tissue gap that may be too large for the chosen tissue, can lead to suboptimal compressive forces and contribute to tissue pushing rather than cutting.